Manufacturer narrative:
Additional narrative: initial reporter is synthes sales representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during an unknown procedure, the four (4) screws were discovered as defective and broken. The screws were unable to fit in the device hole for assembly. No further information provided. This report is for one (1) 1.5mm rapid resorbable cortex screw 4mm-sterile this is report 3 of 4 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10: additional narrative: b5, d4, h3, h4, h6: part 805.604.04s, lot 8l45813: manufacturing site: werk bio oberdorf. Release to warehouse date: october 05, 2021. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The screws had already been assembled and drilled. When inserted, the screws did not fit in the hole. The four screws were tested in different holes and did not fit. The previous screws were left in the holes and re-drilled. A new box of screws was used, and those screws fit into the already drilled holes. The procedure was completed with a twenty (20) minute delay a no medical intervention required.